Event description:
It was reported that the handpiece began overheating during testing of the equipment by the user facility. The device was not being used during a procedure. There was no pt involvement and no adverse consequences.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An evaluation was conducted and the complaint was confirmed. The bearings, motor cartridge, and other components were replaced.